Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent biliary stent system products that are cleared in the us. The 510 k number and pro code for the lifestent biliary stent system products are identified. (Expiry date: 02/2021).

Event description:
It was reported that during treatment of the common iliac artery via left femoral artery access and slightly calcified tracking vessel, the stent allegedly foreshortened and could not cover the entire lesion. It was further reported that an additional stent was required to cover the remainder of the lesion and complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. A manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. Investigation summary: a photo of the device label and 5 x-ray images of the abdomen of the patient was provided for evaluation. However, based on the photos the stent structure or the length of the placed stents could not be verified. Therefore the reported foreshortening of the stent could not be verified, and the investigation of this issue is closed with inconclusive result. A definite root cause for the reported issue could not be determined. Labeling review: in reviewing the applicable labeling it was found that the instructions for use (IFU) sufficiently address the potential factors that may have causes or contributed to the reported event. Precautions and correct stent deployment were found being sufficiently described. E.g. The IFU states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery." Regarding predilation the IFU states: "predilitation of the lesion should be performed using standard techniques." The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent biliary stent system products that are cleared in the us. The 510 k number and pro code for the lifestent biliary stent system products are identified in d2 and g5. H10: d4 (expiry date: 02/2021). H11: d1, g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of the common iliac artery via left femoral artery access and slightly calcified tracking vessel, the stent allegedly foreshortened and could not cover the entire lesion. It was further reported that an additional stent was required to cover the remainder of the lesion and complete the procedure. There was no reported patient injury.